Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Patient reported "always had very bad cysts that I have to keep draining out, they are very painful." Additionally patient reported "I have not had them biopdy (biopsied) it yet". Healthcare professional later reported "deflation and capsular contracture, baker grade iii". Device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: cyst : unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Deflation : observed one opening side assessed as fold flaw opening. Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported "always had very bad cysts that I have to keep draining out, they are very painful." Additionally patient reported "I have not had them biopdy (biopsied) it yet". Healthcare professional later reported "deflation and capsular contracture, baker grade iii". Device was explanted. This record is for the right side.